Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: review of the log file provided by the account confirmed driveline fault alarms; however, a specific cause for these events could not be conclusively determined as no product was returned for evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Continuous, silenced driveline fault alarms were captured throughout the entire file. These alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to both the power module and battery power. Based on previous complaint experience, the driveline fault alarms captured in the log file appeared consistent with a potential driveline compromise. Despite these alarms, no other atypical events or significant fluctuations in pump parameters were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Referenced driveline fracture was documented under medwatch report # 2916596-2017-01444. Age of device: 8 years, 9 months, 16 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2010. It was reported that patient with a history of driveline site fracture has been on ungrounded cable and batteries. Manufacturer's technical service representative reviewed the log file and noticed driveline fault alarms. No pump stops or low speed events were observed in the log file. They concluded that these alarms were an indication of fracture to the conductors in phase c. If the redundant wire of phase c fractures as well the pump would stop and would not restart. Patient was asymptomatic. No further information was provided.